Event description:
It was reported that during an esophageal dilatation procedure, deflation and removal difficulties were encountered. The lesion was located in an unspecified portion of the esophagus. The cre 18mm x 20mm balloon dilatation catheter was advanced to the lesion. The balloon was inflated an unspecified number of times to unspecified atms. Upon attempting to deflate the balloon, the handle of the alliance ii inflation device was placed into the reverse setting and pumped until the syringe reached its end point, however, this did not provide adequate deflation of the balloon and the balloon was unable to be removed. It was not known how the balloon was removed. No further intervention was required. The patient's status is reported as "fine".

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, the similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.